Event description:
It was reported that the patient returned an hour after an inflatable penile prosthesis (ipp) surgery due to complications caused by the physician positioning the reservoir incorrectly. Reservoir was said to be in the bladder. A revision surgery was performed in which the existing reservoir was removed and replaced with a new one. No information was provided about the patient's outcome. It was further reported that there were no device issues caused by the reservoir malposition. The patient was said to be good after the incorrectly placed reservoir was removed and a new one was implanted.